Event description:
The suspect device was sued to test the patient's blood glucose and a result of 95mg/dl was obtained. The pt was disoriented and and a family member gave pt coke to drink. Another suspect device (refer to manufacture report 1823260-2000-00235) was used and the result on it was 79m/dl. The patient was then taken to the ER. A lab result on their blood glucose was either 29 or 49mg/dl. Pt was then given an IV and glucose. Their doctor also lowered their insulin dosage.